Event description:
A user facility reported that a number of pts had complained of sore throats following exposure to laryngeal mask airways which had been cleaned and soaked in vesta-syde, a phenol containing cleaner. Details are only available for one case involving a male pt approx 40 yrs old who had an orthopedic procedure. The pt reported severe throat pain following the procedure. The pt was scoped by an ent physician that day following the procedure who reported an ovalesque mucosal irritation and swelling. As the pt was unable to swallow and was dehydrated, he was admitted to the intensive care unit, and placed on steroids and antibiotics. The pt was seen again by ent following overnight stay and was reported as much improved and able to swallow. Using endoscopy the ent was able to visualize the glottic opening and reported the vocal cords appeared fine. The pt was expected to be discharged the same day. The product labeling contains a warning statement specifically warning against use of phenol containing agents. Proper cleaning procedures were reviewed on site with appropriate personnel and the effected devices removed from svc; no further in-service is required.